Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read as "high" on the cgm. The customer managed the situation by resuming insulin and was experiencing frequent occlusion issues, prompting a follow-up request for additional assistance.